Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level was approximately 598 mg/dl. A correction bolus was delivered to address bg level..